Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the devices were out of specification. The most probable root cause is improper implant size selection or not installing the implant deep enough.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient had an eight-month period of pain relief before later reporting to a new surgeon with a recurrence of pain complaints. The surgeon determined that the most caudal positioned implant was too proud of the ilium causing pain around the proximal end of the implant. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the caudal implant. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.